Event description:
Rptr complains of hypertension, irritable bowel syndrome, aortic insufficiency, chronic fatigue, shortness of breath, intestinal obstruction, depression, headaches, allergies, insomnia, and flu-like symptoms.